Manufacturer narrative:
The actual devices were not available; however, (B)(4) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing to ensure proper connections to in-lab connectors was performed with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink luer activated valves became loose from non-baxter syringes. This was identified when trying to connect the products. There was no patient involvement. No additional information is available.